Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, it is unknown what surgical task was being performed when the issue first occurred. It is unknown if there was any instrument collision, nothing felling into the patient and there are no photographs available for return. Patient demographics not provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer reported the fenestrated bipolar forceps had a broken cable. There was no report of patient involvement or no reported injury.